Event description:
The customer reported that their wbc bath was overfilling and not draining on the coulter lh 750 hematology analyzer station. The volume of the leak was approximately 1 ml and it was contained within the instrument and did not spill on any critical components. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment attributed are associated with this event. Patient results were not affected by this event. The customer did not review the msds; however, the facility does have a risk management/exposure control plan in place. The field service engineer (fse) found that when the wbc bath filled it overflowed about 1 ml of fluid out of the end of the check valve on top of the bath. The check valve was stuck open allowing fluid to flow out the wrong way. The tubing on vl12a was split at the pinch valve, causing a leak and loss of vacuum to the bottom of both baths. Only a few drops of diluent leaked as the baths drained. The fse replaced the check valve on top of the wbc bath and the yellow tubing on vl12a. The cause of the leaks is a broken check valve on top of the wbc bath and a torn tube through vl12a. The wbc bath (vc3) may contain blood, controls, diluent and cbc lyse (lyse s iii diff) during normal operation and lh series cleaner (coulter clenz) during shutdown. The tubing at vl12a is the path for the rbc bath (vc2) drain to waste and carries diluent, blood, and controls during normal operation and lh cleaner (coulter clenz) during shutdown.

Manufacturer narrative:
(B)(4).